Manufacturer narrative:
Additional information: a medtronic representative reported that there was no reported delay to the procedure due to this issue. Correction: a medtronic representative reported that use of the navigation system was not aborted.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp could not be affixed to the spinous process. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.